Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device, and therefore was unable to obtain sensor readings. The customer indicated no symptoms but reported being unable to self-treat and had contact with an hcp who provided treatment of insulin (dose/type unknown). The customer additionally received paracetamol, and reportedly oral glucose. There was no report of death or permanent injury associated with this event.